Event description:
The customer reported the unit was not working, customer stated that the unit had a blank screen. It is unknown if the unit was in clinical at the time the reported issue was discovered. It is unknown if there was harm to the patient or the user.

Manufacturer narrative:
Through follow-ups, customer indicated that they do not have patient's information. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.